Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in-house luer lock syringe and the catheter rested with no leaks noted. The balloon passively deflated in 2 minutes and 18 seconds with no cuffing or leaks noted. This is within specification per inspection procedure, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that when sterilized water was injected during the pretest, the water did not return from the balloon, and after leaving it for a while, the water returned. About 10ml of water was aspirated by syringe. The balloon was deflated by spontaneous/ gentle deflation by syringe. Usually balloon can be deflated within around 5 seconds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterilized water was injected during the pretest, the water did not return from the balloon, and after leaving it for a while, the water returned. About 10ml of water was aspirated by syringe. The balloon was deflated by spontaneous/ gentle deflation by syringe. Usually balloon can be deflated within around 5 seconds.